Event description:
I am forced to use the dexcom g7 cgm because my insurance company is stubborn. The g7 continues to not last for 10 days. On (B)(6) 2025 I replaced my g7 per the normal process. During the 27 minute warm up phase I received a notification from the dexcom app on my iphone 14 that the unit had failed and I needed to replace it. I was surprised because this unit was a replacement from the dexcom company for a previously failed unit. I would have thought that the replacements would have received greater scrutiny. When I took the g7 off of my arm, I visually checked to see that the small needle was still attached. However, I did not see it! I started feeling around my arm, but I didn't feel it protruding from the skin. I went back to the g7 to examine it closer, and I could see the small needle coiled up inside the hole of the g7 located near the letter d of the stenciled logo on the device. These things fail on every device. Most of the time the application will tell me that I need to stay within 20 feet of the phone for consistent readings. This mostly happens in bed when the phone is less than 2 feet away! The device before this one didn't have a trend line, the reported data looked more like a shotgun blast pattern. Having diabetes is tough enough, but useless data makes things worst. I will include those pictures as well. Dexcom requested that I return the product for their internal evaluation. Reference report #mw5168949.